Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the proximal connector was attached to a 4.1 cm segment of groshong tubing. The distal end of the two-piece connector was received separate from the catheter and proximal connector. The distal end of the returned catheter segment terminated between the 53 and 54 cm depth marks. The distal catheter segment was not returned for investigation. A functional test confirmed a leak approximately 2 cm from the distal end of the catheter segment. A microscopic examination revealed a v-shaped hole in the external surface of the tubing. The extent of damage was greater on the inner surface of the catheter, which indicates that the catheter was damaged from within. Multiple splits and material deformation were observed across a length of 2-3 mm. It is possible that the catheter was damaged from the stylet; however, when and how the catheter was damaged could not be verified. Due to the evidence of use on the returned sample, it is possible that the damage occurred during use. The stylet had been removed, which indicates that the leak was not observed when priming the catheter. The product IFU states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) was not possible as no lot number was provided by the complainant.

Event description:
It was reported that the catheter leakage was found around the catheter connector. The catheter connector was replaced with another one.